Manufacturer narrative:
H11: since no lot number is availabel, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4) event occurred in the united states on (B)(6)2024, it was reported that patient encountered infusion set fell off event due to which the blood glucose was elevated and patient was hospitalized for 4 days and treated with IV potassium and insulin. Patient changed infusion set and insulin delivery had resumed. No further information available